Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet (B)(4) ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks: the following observations were found; 1. Thread damage. 2. Heavy tarnishing from repeated sterilisation. 3. Impact marks on impactor strike plate. 4. Impact marks and scratches on shaft of instrument. Documentation review: as the lot and product combination have been previously assessed by means of a hhe (hhe2015-004), no further documentation review is required. Complaints analysis: as the lot and product combination have been previously assessed by means of a hhe, no further complaints analysis is required. The product reported in this complaint was investigated as part of the hhe (hhe2015-004). It was reported by (B)(6) during the field action that 1 item was not accounted for. It cannot be determined if this returned impactor is the item reported missing, however, the rational for closure of the field action states: "field safety notice the field safety notice has been communicated to the customers and / or biomet selling subs as required. The initial and final fsca incident reports have been completed for all european country authorities affected as per the tracking spread sheet for the field safety notice in this folder. The field safety notice has been communicated to those affected countries outside of the EU via email. Supply of the rods from biomet (B)(4) was stopped on 6th may 2015 for the modification of the manufacturing route as outlined in (B)(4). The replacement parts used within the replacement program were supplied to the market from a us vendor which contained the part number etched on the rod. If any subsequent complaints are received, it will be possible to identify whether the complaint is associated with a rod from the replacement program or that of the original fsca from the presence of this etching or lack thereof. Change request (B)(4) was raised on 27th january 2016 and completed on 20th april 2016 to add the etching of the part number on the rod to allow the supply from biomet (B)(4) to resume supply from 20th april 2016. Replacement program: 3 requests have been made to the market for swapping out of the affected rods in the field. The market became un responsive to repeated follow-ups. Therefore, based on the rationale above, this field safety corrective action has been closed independently of the replacement program. Complaints will be continue to be monitored for trends. Based on this rational no further investigation will be carried out on this complaint product.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the instrument is broken. No further information has been provided at this time.